Event description:
Consumer states that the adjustment holes that the snap button goes through on the rear legs to keep the rear legs even with the front legs over time will oval out instead of staying in a circle shape. Consumer states that when this happens the rear legs are no longer level with the front legs which makes the rollator hard to use because instead of rolling it he has to pick it up with every step to get it to walk straight. Consumer states that when this situation happens it affects the wheels and the axle of the wheels to wear down at an accelerated rate. No additional information provided.